Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore, no eval could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the om-6000s acrobat stabilizer maquet logo detached and fell onto the surgical field, not in the pt. The same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returning.